Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a double left inguinal hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient complained of pain starting right after the surgery. Six weeks post operatively, the patient was in physical therapy and was showing no progress. A different doctor ordered pain management. Three nerve blocks were performed without results along with additional pain medications. On (B)(6) 2012 the mesh was removed. Complications occurred and patient lost his left testicle. The patient is in more pain after the second surgery and is unable to perform activities of daily living without assistance. Lying flat on his back is the only position he can be in without pain. They plan on doing one of the following - a spine injection, pain pump or internal nerve stimulator. The original diagnosis is nerve damage or nerve entrapment. Additional information was requested.